Event description:
The pump was returned for investigation. Investigation revealed intermittently unresponsive keypad buttons with contamination on the keypad contacts, and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact with no observable damage. The down and ok buttons had an intermittent response. Contamination was found on all of the keypad contacts. Additionally, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).